Event description:
It is reported that the customer had high blood glucose levels of 297 mg/dl. According to the customer, she received a button error alarm from the insulin pump. Troubleshooting was made. Customer states that she was sweating prior to receiving the button error alarm. Advised customer that the insulin pump will need to be replaced. Advised customer to discontinue use of the insulin pump and revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Findings: customer returning product. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. The insulin pump was received with cracked display window corners, broken reservoir tube lip, broken belt clip slot and minor scratches on the display window.